Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was advises to remove the battery for 30 minutes and then reinsert it. The customer called back and stated that the alarm returned. Blood glucose value was 195 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to corroded keypad traces. No unexpected button error alarms noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.